Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the sys failed to display image on left "live" monitor. This issue will cause the system to be unusable due to the inability to see the live image. No patient serious injury or death was reported related to this event.